Event description:
The customer reports that the articulating of a small pituitary ronguer broke off inside the wound. A small amount of metal was removed. Physician ordered and x-ray which showed a piece of metal remaining. Md determined not to remove it at the time. The ronger is being detained at the hospital.